Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material inside the air/water nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Ad a review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 4 years, since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified. There was no physical damage, where the foreign material was found. However, olympus could not identify a definitive root cause of the event. The suggested event is detectable and preventable, by handling device in accordance with the following IFU: IFU states, the detection method in gif/cf/pcf-190 series, operation manual, chapter 3: preparation and inspection. IFU states, the preventive measures in gif/cf/pcf-190 series, reprocessing manual, chapter 5: reprocessing the endoscope. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.